Event description:
The initial reporter complained of discrepant glucose results for 1 neonate patient tested with accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The meter result at 10:54 a.m. Was 1.8 (unit of measure not provided). The customer ran qc and retested the patient with a meter result of 2.1. At 10:55 a.m. The laboratory result was 3.1 (unit of measure not provided). The customer thought the issue was the test strips and threw the vial away and opened a new lot number of strips (lot 480248, expiration date 31-mar-2023). The meter result at 11:09 p.m. Was 2.3. The patient was re-tested on the meter and the result was 2.8. At 11:15 p.m. The laboratory result was 3.2. The patient was tested again on a different accu-chek inform ii meter using the same strip lot at 11:20 p.m. And the result was 3.1 (unit of measure not provided).

Manufacturer narrative:
The meter was tested with level 1 qc and the results were within the specified range. The meter and test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
Sections d9 and h3 were updated. The meter and test strips with lot 480248 were received for investigation and tested with retention controls. Control ranges: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l. Results: level 1 ¿ 2.4, 2.5, 2.4 mmol/l. Level 2 ¿ 16.3, 17.1, 16.0 mmol/l. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.